Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient, via ms&s, that she has a feeding tube with a 20cc inflation balloon and the cap has torn off. She states she is able to put a piece of the plastic down inside the tube to keep it from spilling out. She states she has had it since (B)(6) 2016. She states she is still able to perform feedings with this device and wants to know if there is a clamp available. Ms&s explained to her that if it is a tri-funnel g-tube, it should have been replaced long ago. Ms&s suggested that she talk with her physician about having the tube replaced. Ms&s also explained that we do not sell a clamp for the tube but provided an alternate source who might. On (B)(6) 2017 I spoke to the patient on the phone and she stated that the cap had not completely torn off, it was still attached. She did call the alternate source ms&s suggested and they are going to (B)(6) her a replacement piece.